Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 2 months post implant. The patient noticed a decrease in his vision. A yag procedure was performed on (B)(6) 2014 without success. The surgeon plans to reposition the lens. The surgeon indicated that in his opinion the likely cause of the event is contraction of capsular bag. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.